Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: unit failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: screen is black and no picture due to bad charged coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed a black screen and no picture when plugged in. The issue occurred during inspection for use. There were no reports of patient harm.